Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed in the (B)(6).the gooseneck snare was used in an iliac stenting procedure to manipulate the guidewire. During usage the distal marker of the gooseneck catheter was lost, situated in a side branch of the internal iliac artery. Procedure was finished successful without any further issue.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.